Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the pvl is unknown. However, the pvl may be due to the valve being under deployed or patient factors not provided (e.g. Cardiac remodeling). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device remains implanted in patient.

Event description:
As reported by a field clinical specialist, approximately 2 years and 11 months post-implant of a 29 mm sapien 3 valve in the mitral position in annuloplasty ring via transvenous approach the patient was referred to the cleveland clinic for valve assessment. The physicians initially wanted to perform balloon valvuloplasty (bav) on the valve in hope that it would perform better. Regurgitation was suspected from an under-deployed valve. It was noted that the patient had moderate to severe paravalvular leak (pvl) and was symptomatic. After the bav, the physicians decided to place a thv in thv. The patient left the or with stable vitals and was headed to recovery.